Event description:
Customer reported when comparing values in the device memory to what was captured in the log book, there are discrepant results. No treatment was received. A request was made for return product and replacement product was sent.